Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2017 - product analysis: the device was returned and evaluated by product analysis on 09/05/2017 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no abnormal behavior or related alarms. No damage or defect was found to the battery compartment or battery cap. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.